Manufacturer narrative:
The returned polarx catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. No problem was detected with the returned device that could have caused or contributed to the blood detection error seen in the field, nor were any other types of defects identified during the investigation. Ultimately the cause of the blood detection error message could not be determined.

Event description:
It was reported that during a cryo procedure to treat denovo afib the crbs polarx fit st catheter was selected for use, the first catheter had a blood detection error after the left sided freezes. The catheter and cryo- cable were replaced. Then, when introducing the new catheter into the sheath, the doctor noticed that there was air in the flush line of the sheath. He thought that introducing the new balloon had somehow broken the sheath. The sheath and the catheter were replaced. The procedure was completed successfully. No patient complications were reported. The catheter has been received for analysis.

Event description:
It was reported that during a cryo procedure to treat de novo atrial fibrillation (afib) a polarx fit st catheter and polarsheath were selected for use. The polarx fit st catheter had a blood detection error after performing the left sided freezes. The catheter and cryo cable were replaced. Then, when introducing the new polarx fit st catheter into the polarsheath, the doctor noticed that there was air in the flush line of the sheath. He thought that introducing the new balloon had somehow broken the polarsheath. The sheath and the catheter were replaced. The procedure was completed successfully. No patient complications were reported, and no air was seen in the patient. The devices were returned for analysis.